Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16jul2019. The field service engineer (fse) replaced the gas delivery system (gds) to address the issue. Failure analysis on the returned gas delivery system shows that a defective part created the o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing failed for flow accuracy. Pvt is an activity that is performed before the ventilator is put into use. The event date was not specified, estimate used.